Manufacturer narrative:
(B)(4). The actual device was returned for evaluation engineering evaluated the device and the reported condition was confirmed. It was further noted that the device was running over temperature specification (105 degrees and should be less than 103 degrees) it was also noted that the bearings had corrosion and soap residue on them. The assignable root cause was determined to be due to failure to follow cleaning and maintenance instructions which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was that the reported that the attachment device was broken. During an in-house engineering evaluation, it was observed that the device was running over temperature specification (105 degrees and should be less than 103 degrees). It was further noted that the device bearings had corrosion and soap residue. It was reported that this event was not related to surgery. It was reported that there were no delays and a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly